Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department approximately one week post implant with symptomatic ventricular tachycardia (vt) that required a shock to terminate. Telemetry showed several additional instances of vt. The physician felt the patient had vt inducted by the device feature that is designed to help the device maintain cardiac resynchronization therapy pacing in the presence of ventricular sensing and the device feature that detects crosstalk by monitoring for nonphysiologic ventricular sensed events and responds by pacing the ventricle. The device was reprogrammed. The patient had another episode of vt and the physician plans to ablate the vt. It was noted the patient had no history of vt prior to the implant. The device remains in use. No further patient complications have been reported as a result of this event.